Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a "lap galle" (lap cholecystectomy), procedure the sterile package was opened, and it was determined that the trocar was contaminated in the package. One device will be returning.

Manufacturer narrative:
(B)(4). The complaint indicated that the package was opened and that the trocar was contaminated in the package. The open package was returned and it was noted that the boot that holds the trocar and the sleeve was not returned. The package blister had seven copper staples through the flange and the lid had corresponding staple holes. The lid was no longer attached by the staples and it appeared that it had been ripped loose. The blister flange was examined and it was verified that transfer of seal adhesive was present on entire flange of blister. The package was sealed at ees and copper staples are not used in ees process. No foreign matter or contamination was found on the device or in the packaging components. Foreign matter may have been lost during the product return process. Complaint event could not be confirmed. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.